Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--medical device ¿ problem code corrected from code "4042" to "2183." The device was returned to the factory for evaluation on 06/27/2023. An investigation was conducted on 07/05/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The delivery device was returned twisted in the loading device. The seal was visible in the loading device window and was slightly flared at the top. A mechanical evaluation was conducted. The delivery device was able to be rotated back into the correct position. An attempt was made to load the seal into the delivery device. The seal remained inside the loading device when the delivery device was removed. The blue slide lock of the delivery device was on and the white plunger was not depressed. The seal and tension spring assembly were removed from the loading device with no physical or visual difficulties. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.22 inches (rm2036883). The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem", was confirmed. The lot # 3000312209 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) was loaded into the delivery tube; upon removing the delivery tube from the loading device, the heartstring seal was dislodged from the delivery tube at the first guide bump. The case was finished with a new hsk 3038. No procedural delay. There were no patient effects.